Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a small hit on the head and afterwards stopped responding to sound with the device.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition in situ measurements show two channels involved in a short circuit already before the reported impact due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. The recipient was re-implanted; but the device has not been received for investigation yet.

Event description:
The user had a small blow on the head and afterwards stopped responding to sound with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition in situ measurements show two channels involved in a short circuit already before the reported impact due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The user had a small hit on the head and afterwards stopped responding to sound with the device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition in situ measurements show two channels involved in a short circuit already before the reported impact due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had a small blow on the head and afterwards stopped responding to sound with the device. The user has been re-implanted.